Event description:
Additional information reported that the implantable neurostimulator (ins) that had problems keeping a charge was never implanted in the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) revealed serve life started prematurely. The ins was received in an overdischarged state while still in the unopened shrink wrapped box. According to the trace report taken from the ins, the service life was started on (B)(6) 2012, and the ins was recharged to full from 3.815 volts. This was approximately 6 months after the manufacture date so it appears that the drain while in the shipping mode was normal. After the implant life was started, it is no longer in the shipping mode and the ins will drain faster. This ins depleted to the "lock" mode on (B)(6) 2012, and would subsequently deplete to an overdischarged state approximately 30 days later. The ins was not recharged again until it was received in the analysis lab. The ins passed functional testing.

Event description:
It was reported that there were "problems" with the device keeping a charge. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).